Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed no issues related to the complaint. The basal and bolus histories correlated to the pump¿s total daily dose amounts. The pump successfully completed a prime sequence, delivery accuracy test, and 24-hour exercise test without issue or alarm. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A battery compartment crack was discovered during evaluation. The returned battery cap was able to properly secure to the pump. The pump¿s black box indicated time and date resets on pump reboots. Evaluation revealed the internal clock battery on the printed circuit board had failed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.